Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported catheter was not returned with the stent. Additionally, the catheter model and size were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr4-4-40-10 stent¿s working length struts were in good condition, while the non-working length struts appeared damaged. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends were noted on the pusher, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr4-4-40-10 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the returned solitaire fr4-4-40-10 stent device was damaged. The damage likely occurred when the customer attempted to advance the solitaire fr4-4-40-10 stent device through the catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a possible cause. Therefore, moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Since the catheter was not returned, and the model and size were not reported, any contribution of the catheter to the reported resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the proximal portion of the device was deformed when it was covered with a suction catheter and the thrombus was collected by the captive method. There was stent damage to the front part of the stent that was confirmed during the procedure. There was resistance. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of right m1 ischemic cerebral infarction. It was noted the patient's vessel tortuosity was moderate. The patient's pre-operative modified rankin scale (mrs) score was 3, post-operative score was 0. Pre-operative national institutes of health stroke scale (nihss) score was 13, post-operative score was 1/ pre-operative tici score was 1, post-operative 3. There was one pass of the device.. Time required from onset of cerebral infarction to revascularization/revascularize was 40. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.